Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting facility is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted into the patient during a procedure performed on (B)(6) 2020. As reported by the patient's attorney, the patient has experienced an unspecified injury.